Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins was opened for implant. Upon attempting to insert the lead into the ins, the hcp was not able to fully insert the lead into the battery header. The hcp attempted to loosen the set screw and reinsert. The hcp wiped with a towel to confirm that the lead was not causing the issue. The hcp requested a second ins to be opened and used. A new ins was opened that had no issues with getting the lead to insert into the battery header.